Event description:
It was reported that medical problem occurred. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The inability to cross the lesion caused a significant delay to the procedure that resulted in an adverse patient event. No further information was able to be obtained.